Event description:
Related manufacturing ref: 2184149-2024-00009. During a supraventricular tachycardia procedure, there was a communication issue with the ampere rf generator and the workmate catheter interface module resulting in cancellation of the procedure. When the ablation cable was connected to the ampere rf generator, the ablation egm was showing but other egm like the cs, his, and rv showed as flat blue lines. The workmate catheter interface module was exchanged with a secondary one, new ablation cables, and a new catheter were attempted, but the issue remained. The procedure was then cancelled. Replacing the ampere rf generator along with the workmate catheter interface module resolved the issue.

Manufacturer narrative:
One workmate¿ claris¿ catheter interface module 1-56 channels was received. Evaluation testing was successful as the cim communicated properly. Based on the information and investigation provided to abbott, the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.